Manufacturer narrative:
The device was returned to the factory for evaluation. Signs of clinical usage and blood were not observed. A visual inspection determined that the heater wire was flexed away from the hot jaw and was detached at the tip. Tissue and char buildup was not observed on the jaws. The wire remained in place at the base of the jaws. Based on the returned condition of the device the reported complaint was confirmed for ¿plate separated from jaw-bent/detached heater wire¿. The confirmed failure mode has been investigated in our CAPA system. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 scissors was bent on one side. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning. Pa-c harvesting vein. Took hemapro 2 out of package and device bent and not correct. Looked like damaged. They opened a new device and used the new one. Returning broken device.